Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of the patient's hemodialysis (hd) treatment. The blood leak was reported to be visible inside the dialysate compartment of the dialyzer, outside the fiber membrane. No dialyzer damage was visible. Although the machine generated a blood leak alarm, a blood test strip was used to test for the presence of blood. The test strip returned a positive result. The patient's estimated blood loss (ebl) was noted as being approximately 150ml. No patient adverse effects were experienced and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is available to be returned for evaluation by the manufacturer.

Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. The device was returned with blood lines attached to the blood ports on each end. The fiber bundle was streaked with blood residue and the fibers were wet with indication of blood exposure. Coagulated blood was noted on the circumference of the fiber bundle at the cavity ID end. Coagulated blood was also identified (at both ends of the dialyzer) between the screw flange and potting cut surface. Gross visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane (pu) material was distributed evenly and noted to be intact. The visual inspection did not discover any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed (possibly due to the coagulated blood). The dialyzer was then subjected to destructive disassembly for further visual examination. Both screw flanges were removed and subsequent visual examination of the pu cut surfaces noted both ends to be intact; there was no visual damage, irregularities or separations identified. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surface/fiber bundle. The subsequent visual examination did not identify any damage or irregularities; no broken, kinked, looped, short fibers or fiber fragments were noted. The inferior potting end surface was also inspected for voids; none were identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not observed during bubble point testing, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the cavity ID end. Coagulated blood within the lumen of individual fibers may have occluded flow. As a result, laboratory testing may be inconclusive regarding the failure originally reported by the complainant facility. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of the product.